Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified low reading with the freestyle libre 2 sensor, as compared to competitor meter. The customer reported experiencing symptom described as "an attack of stress due to low reading" and subsequently lost consciousness. The customer reported unspecified self-treatment and unspecified help from family member. The customer indicated they were hypoglycemic, but as no readings were provided, it is unknown if the reported low scan reading was indicative of hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.